Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: overweight, opening on posterior, red particles and wear abrasion. A visual and microscopic analysis was performed which identified: sharp opening and crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and capsular contracture, baker grade unknown.

Event description:
Patient reported left side "firm and looks abnormal due to capsular contracture". Healthcare professional reported patient's concern with the product. Additionally, healthcare professional reported gel bleed. Device has been explanted.